Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. On the same day as onset, the patient was hospitalized for the event. The cause of and the treatment for the peritonitis were not reported. Physioneal therapy was ongoing. At the time of the report, the patient was not recovered and remained hospitalized for the event. No additional information is available.